Manufacturer narrative:
(B)(4). Additional information the analysis results found that the device was returned in good condition. The device was tested with a generator and had intermittent activation around the max trigger. The device was disassembled and damaged was found to the flexible circuit, in the form of moisture under the switch dome assembly.

Event description:
It was reported that during an open pancreatoduodenectomy, the device was activated without being pressed the hand switch in about 3 hours even though it was activated properly at the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep found that a resistance of returning the hand switch to the home position was low.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: additional analysis performed: the device was examined using an optical microscope and photographs of the dome switches were taken at elevated magnifications. One dome of the device was removed and examined in the scanning electron microscope (sem) which has an energy dispersive x-ray (edx) spectrometer attached capable of identifying the elements present in a material. The edx can identify the elements but cannot identify the exact compound. The material on the dome surface was primarily an oxide of the stainless steel in the dome. There was evidence of pits in the surface of the dome. Much of the gold plating had flaked off of the surface. This surface had practically no chlorine present on the surface. Additionally no sodium, potassium, sulfur or other elements associated with blood or tissue were detected. The lack of sodium on the device indicates that the corrosion was not the result of either saline (nacl) or a sodium containing disinfectant such as clorox (sodium hypochlorite.) Also the lack of any elements such as potassium, sodium, and sulfur indicates that the corrosion was not caused by blood which contains these elements. It is unlikely that the device was shipped from ethicon with the corroding material on the surface. The substance most likely occurred one of two ways. It either happened from a disinfectant used prior to surgery (either the devices were immersed prior to surgery or they were reprocessed). Or the corrosion occurred from some type of disinfectant that was used after surgery prior to shipping out of the hospital. Thus it is possible that the device malfunction occurred elsewhere in the device. (B)(4).